Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the stand alone board needed to be replaced. After replacement, the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system was operating as designed. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed it was initializing and the prompt would not clear. Further troubleshooting identified the standalone board of the imaging system to not be operating as designed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The pcba control board was returned to the manufacturer for analysis. Analysis found that the unit failed bench test. Fan did not turn on when power was supplied. 3.2mvac was measured at tp24 while it should be measured at 113vac. 15 vdc present at tp 7 and leds are lit. Low vac throughout board. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: in the 3rd sequence number report the returned part is incorrectly listed as the pcba control board. Actual returned part was the stand alone board. If information is provided in the future, a supplemental report will be issued.